Event description:
The lead was returned to the manufacturer after being explanted due to medical judgment. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation had a breached depression. The outer insulation also had a white substance and a cosmetic depression. The distal conductor was fractured (overstress) and distorted. All conductors had blood/body fluid (not obstructed). The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. There was a damaged guidetooth and the lead was stretched.